Event description:
The pt had an infection "in the pump," since it was implanted about (B)(6) ago. The medication being delivered via the device system was not reported. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).